Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient had a hyperglycemic event while on the pump. The reporter stated that the patient's blood glucose was 540 mg/dl with symptoms of abdominal pain, nausea, dehydration, and confusion. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery compartment was cracked and that the battery cap could not be secured properly to the pump. There was an intermittent power issue reported. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor.